Event description:
It was reported that nurse just wants to confirm arctic sun device was working properly. The patient was warm (38c) and the water temperature was decreasing (13.3c). The patient temperature has increased over the past few hours. Target temperature was 37c. Patient temperature was 38c. Water temperature was 13.3c. Flow was 2.8lpm. Mixing pump command (mpc) was 23 percentage. Chiller temperature (t4) was 4c. Trend neutral. Confirmed the device was working properly. Discussed the trend indicator and explained the patient temperature should not continue to increase based on the trend indicator. The low water limit was set to 4c. Explained the water might get as cold as 4c, if needed, to bring the patient back to 37c. Discussed causes of heat generation and advised to treat per facility protocol.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be outlet water temperature regulation error but which is still within the allowable water temperature range. However, there was insufficient information to confirm this potential root cause. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse just wants to confirm arctic sun device was working properly. The patient was warm (38c) and the water temperature was decreasing (13.3c). The patient temperature has increased over the past few hours. Target temperature was 37c. Patient temperature was 38c. Water temperature was 13.3c. Flow was 2.8lpm. Mixing pump command (mpc) was 23 percentage. Chiller temperature (t4) was 4c. Trend neutral. Confirmed the device was working properly. Discussed the trend indicator and explained the patient temperature should not continue to increase based on the trend indicator. The low water limit was set to 4c. Explained the water might get as cold as 4c, if needed, to bring the patient back to 37c. Discussed causes of heat generation and advised to treat per facility protocol.